Manufacturer narrative:
This is a definitive report. Four cases were reported from a physician. The physician commented that the cause might be not only artz dispo but also the other factors such as injection procedures. No further information will be expected because the physician refuses to cooperate with us. 480 syringes were delivered to the reported clinic for 3 months. Company comment: according to the result of investigations, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for lot no.4l1b26. Manufacturer's causality assessment is determined as "not related".

Event description:
On (B)(6) 2021 - a (B)(6) male patient received an injection of artz dispo for gonarthrosis. On (B)(6) 2021 - he was diagnosed with septic arthritis because staphylococcus aureus was detected.